Event description:
Staff were placing the needle on the syringe to administer the vaccine to the patient and the safety mechanism of the needle came off. No needle stick occurred. FDA safety report ID# (B)(4).